Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited diagnostics anomaly. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).